Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the bile duct then it was removed by ripping it off from tissue. There was tissue damage that was repaired by clipping around the tear. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
Pt was revised to address ongoing infection.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)